Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cutter blade was worn and a side plate was defective. The cutter and side plate were replaced and resolved the reported issue. Lot identification is necessary for review of device history records, and lot identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that the device was found in need of repair. The device did not produce a proper mesh. The event occurred during surgery with no harm or delay and no additional graft required. No adverse events were reported as a result of this malfunction.